Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that the roller had come out of the roller clamp of a clearlink y-type blood/solution set. The roller was present in the packaging but had fallen out of the roller clamp. There was no patient involvement. No additional information is available.